Manufacturer narrative:
Implant region 23 fractured. Construction was a removable prosthesis. Bone loss following implant instability caused by patient related peri-implantitis is documented. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.